Event description:
The facility reported an infusion pump with a failure code 810:04. The failure was reported to have occurred during pt infusion. No record of any pt incident.

Manufacturer narrative:
The pump is in the process of being evaluated.